Event description:
(B)(4). Pain on my lower belly (cramping) , pain on my lower back, heavy bleeding, skin rash, anxiety attacks, every single day living with pain the sometimes need to stay on bed for days at the time, missing days of work and time with my family and friends.

Event description:
(B)(4). On (B)(6) 2016 I have a total hysterectomy leaving ovaries to remove the coils.